Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Contact stated that elevated blood glucose levels are due to the customer eating (B)(6), not being active, and potentially bad insulin. Customer changed out the pump supplies and delivered a bolus to stabilize blood glucose levels. Contact declined to perform troubleshooting.